Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing pain in her upper back due to the positioning of the leads. As a result, surgical intervention took place in (B)(6) 2016 wherein the patient¿s lead and ipg were explanted. Further information was requested but not received. The exact date of explant is unknown at this time.